Event description:
In 2008, it was reported that an endovive standard peg kit was used during a peg placement procedure on the same day (patient age, gender, and weight are unknown). According to the complainant, when the device was removed from the package, the safety lock on the scalpel was in the locked position. The physician completed the procedure with a second scalpel. No patient complications were reported as a result of the event.

Manufacturer narrative:
The lot number is unknown; therefore the device manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed, therefore, the cause of the reported malfunction is undetermined. A review of the customer shipment history was performed and identified three lots shipped to the customer prior to the event (lot #s: 11433438, 11431391, and 11432111) a review of the complaint database did not reveal any additional complaints of any of these lots. The device history record for each of the three lots was reviewed; no anomalies were noted. The may 2008 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.